Event description:
Sensing lead fracture aicd, end of life aicd generator, existing leads capped, existing generator removed. New generator - guidant ventak prizm dr 18s1, new lead medtronic sprint 6945 6s cm.